Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d8, d10, g4, g7, h2, h3, h4, h6 and h10. The customer¿s complaint of foreign debris in the packaging was confirmed. The returned instaclear sheath lcs4k00unol lot# av857749 was found to have what resembled a wood chip in the sterile package. This wood chip would have been introduced due to the white netting that was used to package and protect the sheath during transport. The netting pn0006844 is received in on a wooden spool that is1500ft length. The netting is cut to create to protect netting pn0007146 used on the instaclear sheath family. During the cutting process, it has been observed that the wood chips flake from the spool and can sometimes get lodged in the netting openings which would be transferred to the pouch during packaging. To control this there is a visual inspection that is performed multiple times during manufacturing and packaging process for this component to identify contaminates within the pouch. This is the first reported complaint of this failure for this product family in a two-year history search dating back to may 2018. That corresponds to less than a 0.01% complaint rate base on (B)(4) units shipped in that same period. Furthermore, there have been no reported complaints of this failure from any other family (i.e. Diego elite tubesets) that uses the protective netting either.

Manufacturer narrative:
This supplemental report is being submitted to report additional information. The origin of the foreign body is unknown. There was no delay with the procedure. There was no tear observed in the sterile pack.

Manufacturer narrative:
This supplemental report is being submitted to update a previously reported preliminary investigation. Please see the updates in sections: g4, g7, h2 and h10. A DHR review was performed by the legal manufacturer. There were no deviations noted in the DHR. The unit was built per the legal manufacturer process and operation. There was no scrap activity observed. Pre assembly, post assembly and functional tests were performed. Device passed all functional tests.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the during preparation for use, foreign material was observed in the sterile packaging prior to be opened. The intended procedure was completed with a similar device. There was no patient involvement with the suspect device and therefore, no patient injury reported.